Event description:
Report received indicated the sleek pta dilatation catheter got stuck on the stabilizer plus guidewire. Attempts were made to remove the catheter over the guidewire; however, the sleek catheter's distal end separated in the pt. A "denudation" of the artery at the puncture site was necessary to remove the sheath introducer, catheter and guidewire. The procedure was resolved with another same like catheter. The pt is in stable condition.

Manufacturer narrative:
Preliminary finding of the returned guidewire showed the guidewire separated in 3 pieces and having multiple kinks. It is unclear to when the guidewire separation occurred, as there was no indication of guidewire separation in the initial report. Add'l info has been requested from the contact and to date is pending. This product has been returned for eval and testing, however, the failure analysis report is not complete. Add'l info will be sent within 30 days upon receipt.